Event description:
It was reported that during the implant procedure, the right ventricular lead kept getting caught in the vessel. When the lead was removed, the helix was extended and unable to be extended or retracted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Concomitant products: enbf3616c145e stent graft (B)(6) 2011; enlw1613c124e stent graft (B)(6) 2011; enlw1616c124e stent graft (B)(6) 2011; enlw1620c93e stent graft (B)(6) 2011. (B)(4).